Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. After the procedure, the patient developed severe chest pain. Device interrogation revealed that atrial thresholds had risen. An echo was performed and no pericardial effusion were noted. The patient was taken back to the operating room for lead revision. The lead was repositioned and chest pain had resolved. Patient was stable post procedure.